Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was experiencing atrial flutter or atrial tachycardia for which they received six inappropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d). It was also noted that left ventricular (lv) lead threshold had increased since implant. The lead was reprogrammed and remains in use. The crt-d remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device exhibited oversensing.